Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated at the end of his pd treatment he opened the cassette door there was fluid leaking from within the cassette door. The patient stated he was able to complete his treatment on the cycler. Follow-up with the pd patient's clinic registered nurse (rn) revealed the patient was requested to come into the clinic for fluid culture and concluded per the fluid culture results received the patient¿s fluid culture results exhibited a highly elevated white blood cell (wbc) count, and the patient was diagnosed with peritonitis. The pdrn stated the patient¿s wbc count was well about 500 and the patient was prescribed antibiotics as a result of the elevated white cell count. Per pdrn the patient was being treated in-clinic for 14 days and was being administered an unknown dose, route, and frequency of cefazolin. The pdrn stated the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy.

Manufacturer narrative:
Conclusion: there is a possibility of a causal relationship between the patient¿s diagnosis of peritonitis and the leak form the liberty cycler set. However, the cycler set has not been returned for investigation therefore the alleged leak cannot be confirmed. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to report that during the end of ccpd treatment, he opened the cassette door and fluid was leaking from within the cassette door. The patient was able to complete the treatment on the cycler and a replacement cycler was ordered. During a follow up phone call to the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2017, it was documented the patient arrived at the peritoneal dialysis (pd) clinic on that day to have their pd fluid cultured due to the fluid leak during treatment on (B)(6) 2017. The patient¿s white blood cell (wbc) count was over 500 (units unknown) and was subsequently diagnosed with peritonitis. The pd fluid culture was pending at that time. The patient was prescribed/treated in-clinic with a 14 day antibiotic regimen of cefazolin (route, dose, strength and frequency unknown). The patient completed pd therapy utilizing continuous ambulatory peritoneal dialysis (capd) while awaiting the replacement cycler. No treatments were missed. The patient received the new liberty cycler and continues to complete ccpd therapy with no reported issues.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter were detached from the cycler and replaced. The cause of the observed dried fluid and fluid could not be determined. After replacing the clogged hp1 the simulated treatment was performed and completely without failures. Further evaluation found no device malfunctions that would have caused the reported event. A device history record review was conducted and confirmed there were no deviation or non-conformance's during the manufacturing process. Product labeling, material, and process controls were within specifications. There were no reported device malfunctions that would have caused the reported event.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to report that during the end of ccpd treatment, he opened the cassette door and fluid was leaking from within the cassette door. The patient was able to complete the treatment on the cycler and a replacement cycler was ordered. During a follow up phone call to the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2017, it was documented the patient arrived at the peritoneal dialysis (pd) clinic on that day to have their pd fluid cultured due to the fluid leak during treatment on (B)(6) 2017. The patient¿s white blood cell (wbc) count was over 500 (units unknown) and was subsequently diagnosed with peritonitis. The pd fluid culture was pending at that time. The patient was prescribed/treated in-clinic with a 14 day antibiotic regimen of cefazolin (route, dose, strength and frequency unknown). The patient completed pd therapy utilizing continuous ambulatory peritoneal dialysis (capd) while awaiting the replacement cycler. No treatments were missed. The patient received the new liberty cycler and continues to complete ccpd therapy with no reported issues.